Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had a lead migration and was confirmed via x-ray as the lead was out in the epidural space. To address the issue patient had his l3 lead explanted and replaced with 2 more leads, effective therapy was restored post operatively.